Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic bariatric procedure while stapling, the green safety lock was triggered without having been performed by the surgeon and locked the stapler. To resolve the issue, a new device was used by the surgeon to complete the procedure. There was no patient injury.